Manufacturer narrative:
Product analysis: analysis was unable to confirm the external pulse generator (epg) would not turn on. Analysis noted that the red display wire was pinched with compromised insulation and three case screw were contaminated. Additionally device failed incoming functional testing. The main printed circuit board (pcb) was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.